Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 401 mg/dl, 535 mg/dl, 337 mg/dl, hi (greater than 600 mg/dl), 330 mg/dl and 220 mg/dl when all tests were performed within 10 minutes on the advantage system. No actions were reportedly taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.